Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. It was also noted smart pass has been deactivated since the last quarter of 2022. The summary report showed an error code 'tl.' Technical services (ts) was contacted and provided advice to the field regarding the error code. A new template was created, and the device was reprogrammed from secondary to alternate vector. The patient is scheduled for follow-up in three months. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. It was also noted smart pass has been deactivated since the last quarter of 2022. The summary report showed an error code 'tl.' Technical services (ts) was contacted and provided advice to the field regarding the error code. A new template was created, and the device was reprogrammed from secondary to alternate vector. The patient is scheduled for follow-up in three months. No adverse patient effects were reported. This product remains in service.